Event description:
It was reported that the patient had a loss of stimulation. The device was removed for an upgraded 16 channel device. There was no problem with the device but there was a lead fracture. The lead had open circuits but was completely cut during explant so was not returned. Multiple reprogramming were done. The onset of symptoms was approximately one month prior to the replacement surgery. Patient had a complete recovery and is doing great with the new system.

Manufacturer narrative:
(B)(4).